Manufacturer narrative:
(B)(4). D10 - concomitant devices. - persona cruciate retaining standard femoral component size 12 left catalog #: 42508607401 lot #: 66807955. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address inadequate osseointegration. During the procedure, the tibial and femoral components were noted to not have any bony ingrowth. The femoral component was also noted to be delaminated. Attempts have been made; however, no additional information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event was not confirmed. Visual examination of the returned product identified signs of implant & use (gouges) and bone cement remains. A further review of the femur identified scarring, smearing and knicks that appear to be consistent with the removal of the implant as part of the revision surgery. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.